Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported that he experienced shocking when he went through theft detectors at sears. The patient reported that he turned stimulation off before walking through detectors at sears stores. It was noted that this happened about a decade prior to the report. No further complications were reported.